Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a computed tomography (CT) morphology that showed moderate to severe outflow graft obstruction. The patient had no symptoms and no low flow alarms were noted, but it was part of the protocol to send log files for review. The log files were reviewed and did not display any alarms indicative of a potential extrinsic outflow graft obstruction (eogo), however the images did show it. There were no other unusual events seen. The device was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Review of the submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, document rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.